Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description of the inner ring blew out and blood entered the cylinder. There was an electrical burning smell noted. No pt/operator injury associated.

Manufacturer narrative:
The device was returned. Upon evaluation, fluid ingress was found. There was carbonization noted on the fuse holder. The electrical components that were replaced due to the spill are: centrifuge, power supply, ac filter and harness, controller pcba, and distribution pcba. The device has been repaired and upgraded. It is ready to be put back in service. (B)(4).